Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported a slight rise in lv pacing impedance. Also noted some over sensing on lv signal. Pacing and sensing polarities were not the same and it was recommended to evaluate if this was causing oversensing or if there was a capture issue. Patient will be brought in for more evaluation. Lead remains implanted. Should additional information become available, this file will be updated.